Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that row b not appeared from auxiliary half height sub drawer 4.2. A field service engineer reseated the row board cable at both the rear controller board and the tray. All cabling was inspected and appeared to be in good working condition with the hardware test application (hta) confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.